Event description:
It was reported that the user¿s caregiver entered an incorrect pairing code for a dexcom g7 continuous glucose monitor (cgm) and required assistance to pair the correct sensor to the ilet bionic pancreas, after which a normal warmup period was communicated and readings were expected to resume. No clinical signs, symptoms, or conditions were reported. Outcomes included successful re-pairing and restoration of expected sensor warmup without medical intervention, hospitalization, or device replacement. User support included customer service troubleshooting and education focused on sensor pairing and correct code entry. Investigation of this case revealed user handling error related to incorrect sensor pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error resolved through troubleshooting and education.